Event description:
It was reported by a customer in the USA that the 840 ventilator touchframe was unresponsive. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the touchframe cable assembly, and the graphic user interface (gui) communications touchframe, which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference number (B)(4).